Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper switch.failure was confirmed. On 28-aug-25, pcu was received unboxed and with paperwork. Failed asft keypad test. Tamper switch loose red wire. Workmanship at bd. Wire reattached and button works. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace bad tamper switch. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch not working. There was no patient involvement.